Event description:
It was reported that alerts for out of range, hv lead impedance were received via remote transmission. All other electrical parameters were good. Shortened follow-up schedule is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes. Physician elected to reprogram the shock vector of the device. Patient in good condition.